Event description:
It was initially reported that the battery indicator was illuminated on the customer's device. After an evaluation by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control further evaluated the device and observed that the device was locking up during the daily self-test. When the device locked up, it would stay powered on until the battery was dead. Physio-control was unable to determine the cause of the device locking up during the daily self-test. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.